Manufacturer narrative:
Other text: one cadd legacy plus pump was returned for the evaluation of the reported issue. The device was received with no physical damage. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log no evidence of air in line messages. To further investigate, a functional test was performed. Customer problem was duplicated. Found defective air detector during the investigation. The root cause of the issue is unknown. Air detector will be replaced.

Manufacturer narrative:
Other, other text: additional information received via email from customer and attached by smiths medical in complaint on 06-dec-2021: with it being a large quantity of pumps not working, I believe they had the problems before giving them to the patient to use. I do not think there is just one specific patient for each pump that had a problem. Also, when I was informed about the pumps not working, I tried to test them myself and got the same result.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited air in line and had calibration issue. No adverse effects were reported.